Event description:
It was reported through the research article ¿haemodynamic significance of extrinsic outflow graft stenoses during heartmate 3¿ therapy¿ that the heartmate 3 (hm3) may be associated with extrinsic obstruction of the outflow graft. Case 1 of the article detailed a male patient between the age of 65 and 75 who had an hm3 device implanted 4 years earlier and was identified within a clinical trial (B)(4). The patient was clinically stable without signs of congestion, hemodynamic impairment, or low flow alarms. The hm3 of case 1 generated 4.9 l/min at 5700 rpm. Cardiac computed tomography (CT) scans were retrospectively obtained from the patient, whose heart rate was 54 beats per minute at the time of the scan. At 20 mm distal to the graft inlet, case 1 displayed a 24% lumen diameter reduction (4 mm/17 mm) and 22% cross sectional area (csa) reduction (54 mm2/244 mm2). In measurements performed at 40 mm distal to the graft in let, case 1 displayed a 35% lumen diameter reduction (6 mm/17 mm) and 29% csa reduction (76 mm2/259 mm2). For case 1, minimal changes in pressure gradient (<2 mmhg) were noted despite increasing stenosis and flow. There was not a significant correlation between pressure gradient and stenotic severity in case 1 (p=0.79, r = 0.10), but there was a significant correlation between device flow rate and pressure gradient in case 1 (p < 0.001; r = 0.98). There was a strong correlation between device flow and maximum blood flow velocity in case 1 (case 1: p < 0.001; r = 1.0) but no significant correlation between stenosis severity and maximum velocity (case 1: p = 0.95; r = 0.02). There was a significant correlation between the turbulent kinetic energy (tke) and increased flow rate in case 1 (case 1: p < 0.001; r = 0.99). There was no significant correlation between tke and stenotic severity (case 1: p = 0.84; r = 0.077). Case 1 did not show a significant correlation between pressure gradient and narrowest csa (p = 0.76; r = 0.12). Case 1 did show a significant correlation between pressure gradient and peak blood flow velocity (case 1: p < 0.001; r = 0.99). Case 1 showcased a significant correlation between pressure gradient and tke (p < 0.001; r = 0.98).

Manufacturer narrative:
Sectiona a and d4 - patient information and unique device identification (UDI) number are unavailable. Department of cardiothoracic and vascular surgery, linköping university, 581 83 linköping, sweden department of health, medicine and caring sciences, linköping university, 581 83 linköping, sweden center of medical image science and visualization (cmiv), linköping university, 581 83 linköping, sweden department of radiology in linköping, linköping university, linköping, sweden department of cardiology in linköping, linköping university, linköping, sweden department of medicine, university of california san francisco, san francisco, ca, USA ohlsson, l., sandstedt, m., papageorgiou, j., svensson, a., bolger, a., tamás, é., granfeldt, h., ebbers, t., & lantz, j. (2024). Haemodynamic significance of extrinsic outflow graft stenoses during heartmate 3tm therapy. European heart journal - imaging methods and practice, 2(3). Https://doi.org/10.1093/ehjimp/qyae082 manufacturer¿s investigation conclusion: review of the provided images from the research article confirmed findings consistent with the report of an extrinsic outflow graft obstruction. The computed tomography images from the research article appeared to capture a buildup of material on the external side of an outflow graft deformation, between the graft and bend relief. These findings are consistent with an extrinsic outflow graft obstruction. The serial number of the heartmate 3 left ventricular system in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.